Manufacturer narrative:
Sections with additional information as of 26-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia bgm system to the results from another trividia bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 484, 505, 379, 354 and 312 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150 mg/dl. Customer stated that due to the result obtained of 484 mg/dl she had administered 20 units of novolog. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result 371 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/15/2024 and open vial date is 06/14/2023. The meter memory was reviewed for previous test result history: result 1: 484 mg/dl date: (B)(6), 2023 time: 1:56 pm fasting result 2: 505 mg/dl date: (B)(6), 2023 time: 12:45 pm undisclosed result 3: 379 mg/dl date: (B)(6), 2023 time: 2:23 pm undisclosed result 4: 354 mg/dl date: (B)(6), 2023 time: 3:58 am undisclosed result 5: 312 mg/dl date:(B)(6), 2023 time: n/a undisclosed.